Event description:
During a procedure to repair an intertrochanteric fracture resulting from an injury on (B)(6) 2012, it was reported that the tabs on the coupling were bent. When used with the lag screw, the screw would not seat with the plate. The surgeon removed the lag screw then inserted a new dhs lag screw using the same plate, and using a different inserter. The surgeon was not able to use the original lag screw because he could not get the original lag screw to couple properly after initial insertion. The surgery was completed without further incident. Surgery was extended by approximately 5-10 minutes. No adverse effect to the patient was noted. There was no reported complaint with plate used. This is 3 of 3 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history record revealed no complaint related anomalies.

Manufacturer narrative:
The DHR review has shown that this lot was manufactured according to the specification. The investigation of all complaints has shown that inadequate handling by an improper connection between the screw and the instrument caused a deformation of the slot at the screw and therefore an insertion of the plate was impossible.

Manufacturer narrative:
Manufacturing and product development evaluations were conducted. The part was received without gross visible damage. Close examination shows some deformation around the slot where the insertion tool mates with the lag screw. Measurement of this area cannot be made due to the damage. The damage may have occurred when the bent coupling was used with the lag screw. The centering shaft was able to mate with the supplied dhs lag screw, however, the dhs/dcs insertion wrench was not able to fit over the dhs lag screw. The lag screw has a larger diameter and width, compared to the centering shaft, so the insertion wrench will engage and drive it into the femoral neck and head. In order for the tangs on the centering sleeve to be deformed (clock-wise direction), the insertion wrench most likely was not fully seated onto the lag screw and the user proceeded to apply torque for insertion which led to the deformation of the tangs on the centering shaft along with the lateral end of the dhs lag screw. This caused the condition of the dhs/dcs insertion wrench not engaging onto the dhs lag screw.